Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range,and the impedance trend on the rv (right ventricular) pacing lead was variable. Beginning (B)(6) 2016, rv pacing impedance rose to greater than 3000 ohms up from a trend in the 285-418 ohm range. Impedance varied between 304-3000 ohms. Oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, ventricular sensing integrity counts up to 140; non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing.

Event description:
It was reported that the patient's right ventricular (rv) lead had spiking impedance, noise, sensing integrity counter (sic) and a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.